Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a coronary artery drug eluting stenting (des) treatment procedure, sub acute thrombosis occurred. The 90% stenosed target lesion was in an area of instent restenosis of a previously implanted non-bsc stent. The 1st diagonal (diag) was predilated with a 2.75x15mm non-bsc balloon. A 3.0x13mm non-bsc drug eluting stent was implanted in the 1st diag. The balloon from the non-bsc des was used to predilate the proximal left anterior descending artery (lad) instent restenosis. A 3.0x16mm taxus express2 des was implanted in the proximal lad completely overlapping the previously implanted stent and slightly covering the ostium of the 1st diag. Intravascular ultrasound revealed "good apposition". The pt was given byaspirin before the procedure, nitroglycerin during the procedure, heparin on the date of procedure and for 2 following days and pletal and byaspirin at discharge. Four days later, thrombosis was discovered in the ostium of the 1st diag and the proximal lad. The proximal lad was completely occluded and the ostium of the 1st diag was 90% blocked. A non-bsc aspiration catheter failed to cross the lesion. Kissing balloon technique was performed with a 3.0x15mm non-bsc balloon in the 1st diag and a 3.0x15mm non-bsc balloon in the proximal lad. Blood flow was improved as a result of poba and the administration of urokinase. There were no additional pt complications reported with the pt's current condition listed as "restored".